Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. However, MDR reportable failure was found during testing at the service center. During inspection it was found that the distal sheath adhesive was detached. There was no patient involvement..

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem identified resulted in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.